Event description:
It was reported that the 9800 system displayed a noise and a degraded image. This was a one time occurence. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to reproduce the problem